Manufacturer narrative:
Implanted in 1996. Apogee and perigee implanted in approximately 2004.

Event description:
Related to MFR report numbers: 2183959-2014-00024 & 2183959-2014-00023. It was reported via journal article that a female patient presented with stress urinary incontinence. After confirmation of urodynamic stress incontinence, she underwent a trocar-assisted sling suspension procedure in 1996 without any known complications and her stress urinary incontinence was cured postoperatively. Eight years later (~2004), she presented with the following symptoms: difficulty in emptying her bladder, a progressive bearing-down sensation, and a protruding vaginal mass. Pelvic examination revealed pelvic organ prolapse stage iii. Multichannel urodynamic tests confirmed an obstruction of the bladder outlet associated with the prolapse. Ultrasonography revealed a suburethral echogenic vaginal tape, 1 cm distal to the bladder neck. The patient then underwent primary prolapse surgery, namely vaginal hysterectomy with two additional mesh device implants. Intraoperative cystoscopy did not reveal any bladder perforation or intravesical mesh erosion. The patient reported a marked improvement in quality of life after ths surgery. No additional patient complications have been reported in relation to this event.